Event description:
The physician reported that he had a good registration of 2.7. However, in the large airways (trachea and mainstem), the locatable guide appeared to be outside the airways in the mediastinum. The physician reported that it did the same thing when he re-registered. In 2009, it was further reported that a pneumothorax was recognized on a routine post-procedure film (the pt pneumothorax was asymptomatic). It was reported that the pt was observed overnight and continued being asymptomatic and the pneumothorax was getting smaller. There was no invasive intervention.